Event description:
It was reported that the 9900 system shut down and would not save images during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated all connections involving the cine drive, and checked disk power, issue was resolved, tested cine drive and booted system several times without fault. The system was tested and found to be working as intended and put back into service.